Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During elective device replacement, the device's header broke while explanting the device. The event was resolved by explanting and replacing the device with a conventional pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of broken header was confirmed. The device header was broken off and it was not returned for analysis. Tool marks were noted on the device¿s can and this is consistent with explant damage. Analysis performed, including thermal and mechanical testing of the device did not find any anomaly. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.